Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a f/u, the surgeon reported the pt stated he has trouble reading and seeing the television because images are blurry. The surgeon reported the event continues.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause for the reported complaint could not be determined. There have been no other complaints reported in the lot number. Add'l info was requested on (B)(6) 2012 by phone, fax, and mail. A completed questionnaire was rec'd on (B)(6) 2012. (B)(4).